Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was united states placed to technical services on (B)(6) 2018 stating that rv pacing percentage above a programmable number and the lead due for out of range intrinsic amplitude. The following physician was dr. (B)(6) at (B)(6) hospital in marietta, ga. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).